Event description:
While attempting to use the uterine manipulator, the surgeon reported that the balloon would not expand. The device was inspected to ensure all parts intact, removed from the sterile field, and sequestered.